Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power on with either battery pack. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor was unable to power on. The cause of the inability to power on is intermittent connections at pxa component u104 on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection inducted by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The patient received a replacement monitor.